Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc catheter broke. The following information was provided by the initial reporter: catheter broke at plastic connector.

Event description:
No new information.

Manufacturer narrative:
The complaint of a damaged catheter could not be confirmed from the condition of the sample that was provided for investigation. The unit package for an 18g insyte autoguard was the only item provided for investigation. The insyte autoguard device was not returned. The reported issue could not be confirmed from the returned sample. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.